Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the main keypad interface assembly. After replacing the main keypad interface assembly, proper operation was confirmed and the the device was returned to the customer.

Event description:
The device would not power on with either ac or dc power. There was no patient associated with this event.